Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 ¿per iso11135 and eo residual levels in compliance with iso10993. Each lot ¿is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that a patient developed an infection at the pods insertion site while wearing the device between 24 and 36 hours on the abdomen. The patient had high blood glucose (bg) levels of over 500 mg/dl. The patients mother gave the patient water and a manual injection to lower the bg levels. The patient was not feeling well and when they took the pod off there was puss coming out from the insertion site. It was red and swollen as well. The patient was taken to the doctors office and diagnosed with an infection. The patient was prescribed omniceff and was told to take it twice a day for 10 days.